Event description:
It was reported that the right ventricular lead exhibited noise, oversensing and underpacing via a merlin.net transmission. The patient was experienced dizziness and lightheadedness and was admitted to the hospital. On (B)(6) 2013 the lead was capped and replaced. There were no complications during the procedure and the patient was in stable condition.